Event description:
Pentax medical was made aware of an event which occurred in the united states stating that there was "no video image" involving pentax video colonoscope model ec-3890lk, serial number (B)(4). The event was observed in the operating room during use. The customer stated the device was returned last week after repair at pentax. Doctor was doing the procedure but in the middle of procedure, the screen went wrong. The scene was broken. There was no report of patient injury, delay in procedure or an event that required medical intervention.

Manufacturer narrative:
The reported customer complaint of "the screen went wrong. The scene was broken", was not confirmed during evaluation of the device. Evaluation of the device noted air/water socket o-ring chipped, and it passed both the dry and wet leak tests. The scope was cleaned, disinfected, an angulation adjustment performed and a video image calibration performed and the device was returned to the customer. A device history record (DHR) review for model ec-3890lk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 02 mar 2021 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.